Event description:
Endoleak (type ia): the patient underwent CT scans before discharge after first tevar, one and three months later. It is unknown which of those, but CT revealed migration occurred on the greater curvature side of the relay plus 2, leakage like type ia endoleak, and aneurysm enlargement. On (B)(6) 2021, tevar was performed again. The relay plus 3 was implanted in zone 3 to cover the initial migrated device and the leakage was almost resolved. The six intercostal arteries that were patent on the true lumen were embolized on the aorta side with packing coils in order to prevent type ii endoleak. Patient outcome: "the patient had no paraplegia after awakening."

Event description:
Endoleak (type ia): the patient underwent CT scans before discharge after first tevar, one and three months later. It is unknown which of those, but CT revealed migration occurred on the greater curvature side of the relay plus 2, leakage like type ia endoleak, and aneurysm enlargement. On (B)(6) 2021, tevar was performed again. The relay plus 3 was implanted in zone 3 to cover the initial migrated device and the leakage was almost resolved. The six intercostal arteries that were patent on the true lumen were embolized on the aorta side with packing coils in order to prevent type ii endoleak. Patient outcome: "the patient had no paraplegia after awakening."